Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised the rivets that hold seat upholstery in place, back two are spinning freely and one has a bolt broken in it.

Manufacturer narrative:
Additional/updated information was added to reflect the seat frame assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the last two seat upholstery rivets were stripped on the rear of the right seat rail so that they would not accept the upholstery screws. An expanded evaluation was performed. The expanded evaluation report confirmed that on the right seat rail, the threaded inserts in holes 4 and 5 were spinning freely and the screw in hole 6 was broken off. However, the underlying cause could not be determined.

Event description:
Dealer advised the rivets that hold seat upholstery in place, back two are spinning freely and one has a bolt broken in it.